Manufacturer narrative:
A returned product analysis revealed that a visual inspection and memory capture were performed to ensure the devices integrity. No anomalies were found

Event description:
A report was received that the patient would undergo an ipg revision due to it being implanted in the crease of the skin and not flush. During the procedure, the physician decided to replace the ipg as it had not been charged, no malfunction was suspected.

Event description:
A report was received that the patient would undergo an ipg revision due to it being implanted in the crease of the skin and not flush. During the procedure, the physician decided to replace the ipg as it had not been charged, no malfunction was suspected.